Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a scratch/pit found at the video module-electrical contact, which prevented the camera head ch-s400-xz-eb from communicating normally with the processors' otv-s400, leading to e221 of errors (color bars) pointed out and the failure of the screen. The event can be prevented by following the instructions for use which state: "9.2 how to identify and cope with abnormalities code :e221. Error content: camera head communication loss. Cause: failed communication with the camera head. Corrective action: turn off this product immediately and reconnect the camera head. After some time, turn on the power. If the same abnormality occurs after turning on the power again, immediately turn off the power of this product, unplug the power plug of this product from the medical outlet, disconnect the power cord from the power inlet of this product, and contact olympus." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that during a therapeutic laparoscopic procedure, the display on his olympus visera 4k uhd camera control unit disappeared. According to the initial reporter, this procedure was completed using a similar device without any noted delays or patient harm. Reportedly, this same event had occurred in the past ¿ captured under reported with patient identifier (B)(6). This original event also resulted in no patient injury.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.